Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Event description:
Glenoid reamer would not stay on reamer handle.

Manufacturer narrative:
An event regarding an assembly issue between an reamer driver and a rsa reamer was reported. The event was confirmed. Method & results: -device evaluation and results: a functional analysis of the returned device confirmed the event. The device was easily removed from the reamer driver. -medical records received and evaluation: not performed as patient factors did not contribute to the event. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there has been (B)(4) similar reported event for this lot ID. Conclusions: the investigation concluded that the device was not manufactured to specification. The event is associated with a previously identified non-conformance where the inspection process potentially allowed devices with an oversized attachment diameter to escape to the field. It was confirmed that this device is within scope of the non-conformance.

Event description:
Glenoid reamer would not stay on reamer handle.